Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the loading units were pre-fired with the interlocks engaged. The jaws were open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing on the stomach on a laparoscopic gastric bypass procedure, the jaws opened and then close then the stapler start to move without commands. There was a problem loading the reload onto the adaptor also. The handle does not recognize the reload. The stapler did not fire. The surgeon was not able to press the green button and squeeze the handle. It was substituted for another reload in order to complete the case. There was no patient injury.